Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an intermittent flow error occurred. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, no fault found for intermittent flow error, pmc unit. Lvp bezel post recall completed. Replaced corroded rear case, replaced 3rd party door assy and replaced left/right corroded iui. A review of the device history record for sn#: (B)(6) was performed. Showed the device had a manufacture date of 16 may 2006. And which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that an intermittent flow error occurred. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault founf for intermittent flow error, pmc unit. Lvp bezel post recall completed. Replaced corroded rear case, replaced 3rd party door assy and replaced left/right corroded iui. A review of the device history record showed the device had a manufacture date of 16 may 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported intermittent flow error. There was no patient involvement.

Event description:
It was reported that an intermittent flow error occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.